Event description:
The customer called to report frequent low blood glucose. The customer then stated, he was treated by the paramedics for low blood glucose and the reading was 33 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement test. The customer also stated, it was difficult to read the screen due to scratches.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a scratch on the window display.